Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. No repair information provided by the customer.

Event description:
The hospital reported a manifold pressure sensor failure preventing mechanical ventilation. There was no report of patient involvement.